Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had discharge failure. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event.